Manufacturer narrative:
After servicing the unit, the device failed an oxygen flow test. The oxygen tubing was re-routed to address the issue. It is likely that the tubing became kinked during the initial ventilation and servicing of the unit. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01. Results: device's oxygen tubing was re-routed.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.